Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the bearings were damaged. It was further determined that the ball bearing dropped and come apart. It was further determined that the balls were missing and the cage was not present. It was determined that the extension sleeve was damaged. It was further determined that the device failed pretest for temperature, cutter insertion (ball bearing) and lock operation (rattle). The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as nov 7, 2017 in the initial report. The date returned to manufacturer was corrected to nov 30, 2017. Correction; upon further investigation of the device evaluation, it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that it failed the cutter insertion assessment. During repair, it was observed that the bearings were corroded and broken causing the device to fail the cutter insertion assessment. It was further determined that the issue was consistent with normal wear over time. The assignable root cause has been corrected from product design; construction/design false, defective to the assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.